Manufacturer narrative:
Device passed displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests. No unexpected insulin flow block alarms or delivery anomalies were noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was over 600 mg/dl at the time of the incident. Customer was treated with manual injection. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer reported they did not allege insulin pump was under delivering. Customer was using auto mode. Customer was performed high pressure test and it was passed. Troubleshooting was performed. The insulin pump will be returned for analysis.